Manufacturer narrative:
A non-conformance review was conducted for lot 2204203464 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that when opening the sterile package, it was observed that the material was torn, opening a new material. This event was reported by anvisa. No customer information was provided therefore additional information cannot be requested.